Event description:
On (B)(6) 2025, the user¿s caregiver reported elevated blood glucose (peak 422 mg/dl) after the user removed the infusion set. A new infusion set was placed, insulin delivery resumed, and blood glucose decreased to 262 mg/dl within approximately 2 hours. No adverse health effects were reported. No device malfunction was identified.